Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) lead channel, leading to pacing inhibition and two seconds of asystole. Technical services (ts) was consulted and adjusting the sensitivity on the rv channel was recommended. No additional adverse patient effects were reported. This system remains in service.